Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2010; 419478 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial undersensing noted. Follow-up attempts with the physician's office were unable to determine any further information. The lead remains in use. No patient complications have been reported as a result of this event.